Event description:
It was reported that a peritoneal dialysis (pd) patient has an infection boil in the tunnel of the catheter. Upon follow up, the pd registered nurse (pdrn) reported this patient was admitted to the hospital for drainage at the pd catheter (not a fresenius product) site. The drainage had been occurring for a month. The pd catheter exit site was previously cultured ((B)(6)2021) for suspected peritonitis, however, yielded negative results. The patient was sent to the hospital by the surgical team to receive intravenous (IV) antibiotics and for possible pd catheter removal. Upon arrival at the hospital, the patient denied fever (temperature 98 f) and chills but reported pain at the pd catheter exit site. The patient's admitting diagnosis was pd catheter site infection/soft tissue abscess. Prior to being hospitalized, the patient was initially prescribed oral antibiotics with ciprofloxacin 500mg daily (duration unknown) with no improvement. It was now suspected the patient had a pd catheter cuff infection. The patient was initiated on IV antibiotics with vancomycin and cefepime (dose, frequency, and duration unknown). The determination was made to have the patient transition to hemodialysis (hd) therapy. On (B)(6)2021 the patient had a permacath placed for initiation to thrice weekly hd treatments. On (B)(6)2021 the pd catheter was removed, and it was noted that the patient had a right abdominal cyst. Per the pdrn, the patient has a history of cysts and boils. The patient underwent an abdominal mass excision surgery on (B)(6)2021. The antibiotics were changed to oral doxycycline 100mg tab, 1 tab every 12 hours for 10 days, and topical clindamycin applied twice daily. The patient was discharged to home on (B)(6)2021 with home health care. The pdrn stated the abdominal cyst was the cause of the patient's pd catheter exit site infection. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).